Event description:
It was reported that a patient who started their (B)(4) on (B)(6) 2013 and was having a possible infection and was on their way to their health care professional¿s office. The following event was reported: infection. Additional information was requested but was not available at the time.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was seen by their doctor on (B)(6)-2013. The patient thought they had an infection. The health care provider found no signs or symptoms of infection. The patient did not have a fever or "chills". The patient was placed on "preventative" antibiotics, levoquin 500 mg, once daily for 7 days. The patient continued with the trial with "some relief". No cultures were taken. No further information was given.